Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a dermatology procedure on face. During the procedure a magnet was placed over the device before cautery exposure. The device still delivered inappropriate high voltage therapy. The patient was stable. The device was checked post procedure. Upon interrogation it was noted that one high voltage shock was delivered due to electrical noise from the cautery as the source. The imprint of magnet was seen on the patient¿s skin, it was not placed in an off- center orientation. The patient was stable post discharge.